Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance spike out of range. Patient reported experiencing syncope but there were no events stored. Technical services (ts) was consulted and explained no noise was present and gave reprogramming options. Suspected cause is lead conductor fracture. The lead remains in service. No adverse patient effects were reported.